Event description:
It was reported via social media that the vertiflex device did not work after two surgeries. It is unknown if the reported surgeries involved a revision or an explant procedure. No further information has been obtained despite good faith efforts.